Event description:
It was reported to vyaire that inaccurate fio2 occurred. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer measured the fio2 with a calibrated flow analyzer and at 90%. Furthermore, the uim read at 90% but the customers analyzer reads 86.7% and at 100%. The customer is going to perform o2/air relay cal and blender cal to resolve issue. At this time, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.. H3 other text: device not returned.